Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 383 mg/dl. The customer performed troubleshooting on their own by removing the infusion set and turning off the pump. The customer reverted to manual injections for insulin therapy.